Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the breach in aseptic technique was further described as, due the patient not being able to see real well, the patient made a mistake of touch contamination. Three days after onset of the peritonitis, the patient was hospitalized for the event. On an unknown date during hospitalization, the patient experienced vomiting and diarrhea as manifestations of the peritonitis. It was also reported that the patient experienced diarrhea while traveling (not further described). On an unknown date, the patient was treated with unknown multiple antibiotics intravenously (IV) (doses and frequencies not reported) to treat the peritonitis. Eight days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.